Event description:
Error message 200m appeared on the carto system. This message indicates that the system could not detect the reference mapping system. All connections were checked and the defective part was the catheter. There was not any patient harm involved due to this defect.